Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were delayed and not crossed for multiple sites. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders were delayed and not crossed for multiple sites. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.